Event description:
It was reported that the insulin pump drive support cap is protruding. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive button due to flattened dome switch at down arrow button on keypad trace. Unable to perform the operating currents to verify the failed battery test alarm and unable to prime due to keypad damage. No number ramping or scrolling on display noted. The insulin pump received without belt clip, unable to verify the belt clip damage.